Manufacturer narrative:
(B)(4). This report was originally submitted under MFR report number: 2647580-2018-06230. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic low rectal resection, while the rectum was being cut and anastomosed, circular stapler was used. It was noted that an improperly matched instrument and anvil combination were used. The donut was also incomplete. The staples were straight after firing. The anvil could not be tilted after firing as well. The staple line was resected and re-stapled to fix it. Replaced other brand product to complete the operation

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Additionally, cross cutting staple line marks were observed on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.